Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The initial complaint appeared to be a reportable occurrence. Once the sample was returned and evaluated it was determined that a reportable event had not occurred per 21 crf803.19.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will be evaluated. Results are expected soon. A lot history review (lhr) of rezg1753 showed no other similar product complaint(s) from these lot numbers.

Event description:
Customer reported that they changed catheter to equistream (B)(4). During dialysis the next day they couldn¿t use arterial lumen to take it out - so they used venous lumen to take it out, for return. A short time after starting, the air alarm on the machine went off, air ¿bubbles¿ from the catheter (venous side). They removed the catheter ¿ replaced with a femoral catheter so they could dialyze the same day. They inspected the catheter afterwards, but reportedly couldn't see anything.